Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 9 years and 1 month post implant of this mitral bioprosthetic valve, the valve was removed and replaced. The reason for replacement was reported as regurgitation. No additional adverse patient effects were reported.